Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007, which states that the capacitor charge time has exceeded the limit. In addition, the device exhibited an alert indicating that explant indicator had been reached and therefore the remote monitoring was disabled. This ICD was successfully explanted and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.